Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump declared multiple temperature alarms. Reportedly, one of the alarms occurred while the pump was charging. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 82 mg/dl. Reportedly, the customer had manual injections available for insulin therapy.